Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was hospitalized and was treated with merol, vancomycin and betaal (dose, frequency, and route not reported) for peritonitis. At the time of this report, peritonitis had not yet resolved, and pd therapy was discontinued. The reporter declined to provide additional information.